Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the all philips central stations lost communication with database server resulting in all central stations rebooting and the telemetry system to go off-line, with a loss/inability of monitoring for 10 minutes. The device was in use monitoring patients but no patient incident was reported.

Manufacturer narrative:
This will be considered an installation/servicing error. Per communications with the install fse, the philips install errors were addressed and the customer remedied their network infrastructure. The install fse noted that the issue has been resolved, and the customer is satisfied.